Event description:
It was reported that this pacemaker reverted to safety mode. Also, this patient experienced symptoms of pacemaker syndrome. The field representative questioned if brady mode could be turned off. Technical services (ts) discussed that brady mode should stay on. It was noted this patient was not pacemaker dependent. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. The issue was most likely due to ventricular pacing without atrioventricular synchrony. There was no oversensing or pacing inhibition observed. The pacemaker syndrome symptom observed was the patient feeling intermittent strong beats. The pacemaker was replaced without any complications. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Also, this patient experienced symptoms of pacemaker syndrome. The field representative questioned if brady mode could be turned off. Technical services (ts) discussed that brady mode should stay on. It was noted this patient was not pacemaker dependent. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. The issue was most likely due to ventricular pacing without atrioventricular synchrony. There was no oversensing or pacing inhibition observed. The pacemaker syndrome symptom observed was the patient feeling intermittent strong beats. The pacemaker was replaced without any complications. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Also, this patient experienced symptoms of pacemaker syndrome. The field representative questioned if brady mode could be turned off. Technical services (ts) discussed that brady mode should stay on. It was noted this patient was not pacemaker dependent. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.